Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display as well as pump error and sensor issue. The customer¿s blood glucose level was 220 mg/dl at the time of the incident and current blood glucose level was 167mg/dl. Customer also stated that they cannot read the display. Customer also stated that they are able to rewind the pump. The customer also stated that the pump was failed to detect the transmitter and was unable to receive sensor signal. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.